Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by a sales representative via email that an ar-1934bcft-2-1 sutr anch, bio-s-tak was reported to have failed to deploy during use. This occurred on (B)(6) 2025 during a labral repair. The case was completed successfully using a new anchor and re-drilling the socket. There was case involvement.

Manufacturer narrative:
Additional information: d3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause can be attributed misuse due to misaligned insertion; or prying/leveraging the device during insertion.